Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: [hospital] "during use, there was a problem with shooting." Product is available for return. Additional information was received via email on (B)(6) 2026 from [name], territory manager: "the ¿loading the clip¿ action was being performed when the experience occurred. The instrument ¿misfired¿ in that it was struck when the trigger was pulled. A total of 3¿4 clips were dispensed. The incident occurred with 1¿2 clips. When it struck, the surgeon did not try to fix it anymore because it could misfire when the clip applier is inside peritoneum." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.